Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the wires in the cable and damaging the j702 off the distribution node pca. The root cause for the strained cable was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported a patient's electrode belt was damaged.